Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient had a terrible time getting their stimulator to take charge. The patient cannot get the stimulator to charge and has never had a full charge. The patient gets 6-8 bars every time they recharge and cannot move at all or they have to readjust the recharger. The patient had groups a,b,c, and d and could use them all at the same time; however, the patient can't anymore and only feels stimulation at one place at a time when they could feel it everywhere before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.